Manufacturer narrative:
(B) (4) - the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient experienced increased spasticity and had multiple pump motor stalls with recoveries since november 2009 recorded in the event logs. The last motor stall occurred in (B) (6) 2009 at 0211 and did not show a recovery; stopped pump/tube set error was noted. The pump was replaced. The patient recovered without sequela. The medication being delivered via the device system was compounded baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.